Event description:
Boston scientific received information that this right ventricular lead displayed noise. It was subsequently reported that a lead revision procedure was performed. The physician indicated that the lead had fractured. The lead was cut and capped. There were no adverse patient effects due to the procedure reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.